Event description:
It was reported that customer experienced unresponsive touchscreen on pump. There was no reported impact to the customer¿s blood glucose level. Distributor later checked pump by powering it on, confirming touchscreen was response, verifying recognition by computer, loading cartridge, and delivering 5-unit bolus without alerts or alarms, and pump was considered to be in normal working condition, with no device return planned and no additional corrective actions documented.